Event description:
The customer reported that during the procedure, the tissue was sticking to the tip of the jaws. The tissue was unable to be removed from the jaws, and the device failed to seal. Another device was opened and it worked fine. There was no patient harm. The operating time was not extended. There was no additional tissue resection or tissue damage. Nothing fell into the patient's cavity and there was no bleeding.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.